Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale. 32 previously reported events are included in this follow-up record. Product return status 32 devices were received. Event confirmation status 32 reported events were confirmed. Evaluation results 32 devices were found to be affected by a worn dynamic seal.

Event description:
This report summarizes <noe> 32 </noe> malfunction events in which the device was reportedly leaking. 32 events had no patient involvement; no patient impact.

Event description:
This report summarizes <noe> 32 </noe> malfunction events in which the device was reportedly leaking. 32 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: 32 previously reported events are included in this follow-up record. Product return status 31 devices were received. 1 device investigation type has not yet been determined. Event confirmation status 31 reported events were confirmed. Evaluation results 31 devices were found to be affected by a worn dynamic seal.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 32 events were reported for this quarter. Product return status: 28 devices were received. 4 device investigation type has not yet been determined. Event confirmation status: 28 reported events were confirmed. Evaluation results: 28 devices were found to be affected by worn components. Additional information: 32 devices were not labeled for single-use. 32 devices were not reprocessed and reused.

Event description:
This report summarizes 32 malfunction events in which the device was reportedly leaking. 32 events had no patient involvement; no patient impact.